Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been getting poor coupling when charging their implanted neurostimulator (ins) for the last couple of weeks. The caller stated that none of the coupling bars fill in like they used to. The caller said that the patient had an appointment with the doctor last week, and they discovered that the ins was turned off, and they weren't sure how that happened. The caller stated that the doctor turned the ins back on, and the patient seemed fine until today, when they noticed the patient had tremors in their feet and both hands. The caller said that they called the doctor's office to report the issue, and they could not figure out why the ins wasn't charging and advised the caller to contact their local manufacturer representative (rep).  The caller said the rep had them rotate the antenna dial, but the coupling did not improve. The caller stated that the rep advised the caller to call patient services because the recharger might need to be replaced. The agent asked the caller if the patient had any falls/trauma before this event, and they said no, but they mentioned that the patient had a uti and was in the hospital, so they hadn't been charging their ins every day like they had been when they were at home. However, the caller said they could still charge the patient's ins when they were in the rehab center (the caller said the patient was still at the rehab center). During the call, the agent had the caller start a recharge session. The caller could see that the ins was turned off, the ins was charging between 0-25%, and none of the coupling bars were filled in. The caller repositioned the antenna, but the coupling did not improve. The agent had the caller use antenna locate (al), and the coupling improved to 2 bars, then 4, then back down to 2. The agent had the caller examine the recharger antenna cord, but no damage was found. The issue was not resolved. An email was sent to the repair department to request a replacement recharger. The caller was advised to have the patient follow up with their healthcare provider if the coupling issue persisted with the replacement recharger. Also, the caller stated that the patient does not have a patient programmer (to their knowledge). Hence, the agent reviewed how to temporarily activate the ins on/off buttons on the left side of the recharger. The caller said the patient has an appointment with dr. Next wednesday, so they will have the doctor assist them with turning the ins back on if they cannot do so with the recharger.

Event description:
Additional information received from the consumer reported the replacement device resolved the coupling issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.